Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 5.1 had failed. The customer reported that they had to access the medications from another pyxis that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the pockets in drawer were not detected on the bus. The field service engineer (fse) noted uncertainty regarding whether the issue was with the main drawer or the auxiliary drawer. The fse removed all pockets from the main drawer, cleaned debris from the cubie trays, unseated and reseated the row board cables, and added the pockets back individually to verify that the application detected them. The auxiliary drawer was able to detect pockets individually in the hardware test application (hta) however, when the drawer was physically opened, the pockets disappeared and the drawer was removed from the hta list. The fse replaced the retractor band cable, but the issue persisted. Subsequently, the power management controller was replaced, all pockets were removed, debris was cleaned from the trays, and the row board cables were unseated and reseated after cycling the trays. The customer then inventoried the auxiliary drawer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 5.1 had failed. The customer reported that they had to access the medications from another pyxis that caused a delay in patient care. There were no adverse events or injuries reported based on this event.